Event description:
On the literature article named "a new treatment of lower extremity chronic refractory ulcers", it was reported that, one patient experienced partial skin necrosis after surgery with versajet. The patient was diabetic and had a severe infection before treatment with a methicillin resistant s. Aureus, which was resistant to multiple antibiotics. The patient healed after a secondary debridement and a skin grafting treatment.

Manufacturer narrative:
D1, h6: the device was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include criteria of the wound. No lot/serial number has been provided; therefore, a review of the device history is not possible. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.